Event description:
Device 2 of 2: ref MFR report: 1627487-2014-21026. It was reported the patient experienced loss of right leg stimulation. X-rays indicated both the scs leads had migrated. The patient will consult with the physician regarding surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.